Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that an unknown date, the initial hardware implanted (t11-l2) needed to be revised because the patient did not fuse completely and suffered from proximal junction kyphosis which lead to the screws in t11 pulling out from the pedicle approximately 20-30 mm. This report captures the post-op event ( screws in t11 pulling out from the pedicle approximately 20-30 mm due to patient suffered from proximal junction kyphosis) while related complaint (B)(4) captures the intra-op event ( screw tightening in the pedicle and an audible snap as the t20 hex tip of the driver broke off inside the shank of the screw ). Concomitant device reported: rods (part# unknown, lot# unknown, quantity unknown); set screws (part# unknown, lot# unknown, quantity unknown); screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).